Event description:
Invalid result (s): I seem to have gotten a non-functional test in the mic. I applied the sample drops, and nothing at all happened. Granted, they were thick in consistency, but I would have thought it should have processed it to some degree.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.